Event description:
Same case as MFR's #: 6000093-2004-00061.

Event description:
It was reported that during a coronary stenting treatment procedure, crossing difficulties were encountered. The physician had first attempted to cross a tight lesion in the circumflex with an express 4.5 x 16 mm stent. He was unable to do so and retracted the stent delivery device. Upon removal the balloon was tightly wrapped. The physician then attempted to cross a lesion in the mid-lad with an express2 4.5 x 28, but again did not have success. It is unknown if the lesions had been pre dilated. It is unclear how the procedure was completed, or if the physician was aware of the stent dislodgements. The pt was sent to the recovery room. While in the recovery room, the pt experienced chest pains and was brought emergently back to the cath lab. Under fluoroscopy it was noted that there were one to two undeployed stents in the lad. The physician attempted to secure them with another stent, however, this was unsuccessful. It was then noted that there was an extreme amount of clot forming in the entire left system. The pt's condition rapidly deteriorated. Attempts to revive pt were unsuccessful and the pt expired. No other info is available at this time.